Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture and textured to smooth exchange.

Event description:
Healthcare professional reported right side rupture and "exchange from textured to smooth." The device remains implanted.

Event description:
Healthcare professional reported right side rupture and "exchange from textured to smooth." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, g1.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported, right side rupture. And "exchange from textured to smooth". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, opening in posterior and radius red particles in the shell and crease fold. A microscopic analysis was performed which identify, a sharp edge opening and two striated opening in the posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a opening sharp in the posterior side assessed, as unidentified (tear) opening. Two striated opening in the posterior side assessed, as surgical damage.